Manufacturer narrative:
A photo review was completed by a failure analysis engineer (fae). The following additional information was provided: it looks like one of the grips was bent and the carbide insert was partially detached. Since the carbide insert was still majority attached, fae would say no potential fragment. The carbide insert was the dark gray metal pointed out in the photo. The white material appears to be a foreign material that likely got lodged in the gap between the grip and carbide insert at some point after the damage occurred.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large needle driver instrument was analyzed and found to have one severely bent grip, causing misalignment of the grips. There was a 3.64 mm offset at the tips. The grips do not show cracking damage. Components adjacent to this severely bent grip do not show damage. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported that prior the start of a da vinci-assisted surgical procedure, the large needle driver instrument's jaws was not able to be closed anymore. It looked like a fragment of metal was bent inside the jaws. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragment doesn't look like a pin but more like detached paddle under the upper jaw of the instrument near the base of the jaws, not on the tip of the instrument, which makes impossible to close properly and not to hold anymore of the suture. No material missing or detached from the device. No fragments fell into patient. No problem to remove through cannula, just the jaws are not able to hold the suture anymore because of the bent underneath the upper jaw. There was no injury to the patient, and the procedure was completed with a backup instrument.